Event description:
On (B)(6) 2015, cormatrix cardiovascular rec'd details of an event involving the use of cormatrix ecm for carotid repair. Details of the event are provided below. It was reported that the cormatrix ecm for carotid repair was used for carotid endarterectomy angioplasty in (B)(6) 2014. Approximately 11 months following the procedure, the pt presented with what was described as a pseudoaneurysm. On (B)(6) , 2015, the patched area was removed and replaced with the bovine pericardium.

Manufacturer narrative:
Images of the explanted tissue suggest the formation of an aneurysm rather than a pseudoaneurysm as originally described. Two small section of tissue were returned for eval and rec'd by cormatrix on february 26, 2015. Histology eval was performed including h and e, movat, and von kossa stains. Results indicated that the native artery had a healed arterial dissection present away from the patched area. The patched region was characterized as having a thick proteoglycan rich neointima and a surface fibrin thrombus. The ecm patch and adjacent adventitia contained focal hemosiderin deposits with rare chronic inflammation and focal bundles of degenerating skeletal muscle and nerve fibers. These regions were not directly adjacent to the neointima and appear to be features of the adventitia. Images of the patch material show a well-organized neointima on the luminal side of the ecm patch. The localized thrombus is attached to the neointima, and is most likely the result of the abnormal flow regimes caused by the aneurysm. The cause of the aneurysm could not be determined based on the case info and histology eval.